Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9077830. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm was involved in a serious injury in the form of an allergic reaction. The patient experienced redness, swelling, and pain at the indwelling site. The swelling/redness increased in size over three days, and received an ultrasound examination at the site where it was discovered the patient was experiencing thrombosis. Ned medication was then prescribed. The following information was provided by the initial reporter: on the (B)(6) 2019, patient used the bd indwelling needle for intravenous fluids, patient gave feedback with pain and swellness in puncturing point , after checking, there was 3 * 4 cm part of redness and swellness. The nurse use the hirudoid to do the besmear outside and hot compress, on the third day there was no improvement and the pain, redness and swellness area increased to 8 * 5 cm, the doctor used ultrasound for examination, it was found that about 6 cm long intravascular thrombosis, prescribed limb braking, internal medicine conservative treatment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm was involved in a serious injury in the form of an allergic reaction. The patient experienced redness, swelling, and pain at the indwelling site. The swelling/redness increased in size over three days, and received an ultrasound examination at the site where it was discovered the patient was experiencing thrombosis. Ned medication was then prescribed. The following information was provided by the initial reporter: on (B)(6) 2019, patient used the bd indwelling needle for intravenous fluids, patient gave feedback with pain and swellness in puncturing point , after checking, there was 3 * 4 cm part of redness and swellness. The nurse use the hirudoid to do the besmear outside and hot compress, on the third day there was no improvement and the pain, redness and swellness area increased to 8 * 5 cm, the doctor used ultrasound for examination, it was found that about 6 cm long intravascular thrombosis, prescribed limb braking, internal medicine conservative treatment.